Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during use the previous night. The technical service representative (tsr) explained the alarm to the hp and how to clear the alarm. The hp had already disconnected from that therapy. There was nothing found during troubleshooting that would cause or contribute to the alarm. No patient injury or medical intervention was indicated in association with this report. No additional information is available.